Event description:
It was reported that the patient presented to the clinic for a follow-up on (B)(6) 2021. During examination of the right ventricular (rv) lead, it was noted that there were several noise reversion episodes. The noise could not be reproduced with isometrics. Programming changes were made to the rv lead. The patient was in stable condition.